Event description:
It was reported that the distal threaded tip of the inserter fractured off inside the interbody while malleating the interbody for placement at l2/3. Per surgeon decision, the fractured tip was not retrieved. There was no reported adverse impact to the patient, user, or procedure. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the reporter. No device was returned to nuvasive for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...". "...do not implant the instruments: complications to the patient may include but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." . "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." . "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...". If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.